Manufacturer narrative:
After further review it was determined that this complaint is not MDR reportable.

Event description:
It was reported that pump alarm ¿air in line¿ but after troubleshooting, no air in line found. The nurse stated that the patient came up from the or needing IV fluids. The nurse spiked and hung new IV fluids with a new primary tubing set. The blue IV pump module gave an "air in line" message. The IV tubing fluids were switched to a total of 3 blue IV pump modules that all gave the same air in line error message. The nurse spiked IV fluids with a new primary set, which then worked on the IV pump without error message. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics were not provided.

Event description:
It was reported that pump alarm ¿air in line¿ but after troubleshooting, no air in line found. The nurse stated that the patient came up from the or needing IV fluids. The nurse spiked and hung new IV fluids with a new primary tubing set. The blue IV pump module gave an "air in line" message. The IV tubing fluids were switched to a total of 3 blue IV pump modules that all gave the same air in line error message. The nurse spiked IV fluids with a new primary set, which then worked on the IV pump without error message. Although requested, no additional event and/or patient information was provided.